Manufacturer narrative:
The t:slim x2 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that champagne size air bubbles were observed on multiple, intermittent occurrences along the infusion set tubing. The customer reported that the highest blood glucose level during this issue was 300 mg/dl. In addition, customer reportedly used cold insulin. Tandem technical support educated customer regarding cartridge labeling instructions, and air bubbles.